Event description:
After CABG the pt had been taken off of cardiopulmonary bypass and was being maintain and ventilated under anesthesia. The vaporizer was set to deliver 3% desflurane. There was a rapid drop in cardiac output and blood pressure, the pt suffered cardiac collapse and was placed back on bypass. The vapirizer reportedly had delivered up to 20% desflurane. After desaturation the pt was taken off of bypass. Anesthesia was maintained using isoflurane, the pt is recovering normally from the surgery with no lasting effects from the event.